Event description:
It was reported that noise oversensing causing pacing inhibition was noted on the implantable cardioverter defibrillator (ICD) during implant. The physician elected to remove the ICD and complete the procedure with a different ICD. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
The reported event of noise could not be confirmed. Visual inspection did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.